Manufacturer narrative:
The photo provided by the customer shows the set leaking which could not be determined. The customer complaint of set leaking was not confirmed. The root cause of this failure was not identified.

Event description:
It was reported the IV tubing is leaking. There was no report of patient harm.

Manufacturer narrative:
Report source: medline complaint coordinator. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the IV tubing is leaking.